Event description:
Pt went to surgery 7/8/96 for right transfemoral intra-aortic balloon pump placement, coronary artery bypass grafting x 5. Preop dx myocardial ischemia with associated sudden death syndrome. On 7/8/96, pt required procedure to expose the common fem art with control and removal of the intraaortic balloon pump and subsequent reconstruction utilizing an endarterectomy of th distal common femoral, proximal profunda femoral and superficial femoral arteries, and reconstruction utilizing on a-lay patch angioplasty. Post-op dx- severe ischemia on the right lower extremity without evidence of doppler signals, secondary to arteriosclerotic peripheral vascular occlusive disease and status post right common femoral placement of an intra-aortic balloon pump. With extensive atherosclerotic plaque in the femoral bifurcation requiring an extensive endarterectomy and patch angioplasty for reconstruction.